Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) was 380 mg/dl; with high ketones. Customer gave a manual injection and correction bolus via the pump and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER the same day (11/18) with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.